Event description:
Indication for procedure: extraction was deemed medically necessary in order to perform a MRI. Procedure: left sided extraction of class iia, non-functioning leads performed in the cardiac catheter lab. Original implantation date was (B) (6) 2000. Arterial line placed and fluoroscopy was utilized during the case. Md attempted lead retraction but was unsuccessful. Mdt clearing stylet was used to prep both a/v leads. Lld#2 was attached to the ventricular lead and a lld-ez on the atrial lead. The 10yr old leads did not come out with gentle traction so a 14f sls was used to lase for 1 minute, 38 seconds. Up sizing to a 16f sls, lasing for 10 seconds before the v-lead released. Md again began with the 14f sls, but up sized to 16f sls for the atrial lead removal. The patient's pressure began dropping while the md was removing the lead and sls. Immediate action was taken to repair the suspected injury. Tear at ivc/r atrial junction was repaired. Analysis: no devices were returned to the manufacturer as they were disposed of during the code. Patient outcome: patient recovered and was discharged.

Manufacturer narrative:
Manufacturer dates for all devices: 500-012 - unk, 500-013 - unk, 518-019 - unk, 518-067 - unk.